Event description:
A customer reported that during a procedure, the system failed multiple times. The cassette and tubing were exchanged. The case was completed using the same system; however, there was a 30 min delay. There was no harm to the pt.

Manufacturer narrative:
The company rep examined the system and could not duplicate the problem reported. The company rep reseated the backplane printed circuit board (pcb) and cables in the central processing unit (cpu) box as a precautionary measure. Preventive maintenance (pm) was performed. The system was then tested and met all product specifications. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last (B)(4) did not indicate any add'l similar reports for this system. The root cause could not be conclusively determined. (B)(4).